Event description:
It was reported the pump was removed in 2007. The catheter was not placed high enough in the patient¿s spine to allow pain relief. The system was electively removed for ineffective pain relief. The patient was tested with an injection at a higher site than where the catheter was placed and got pain relief from it.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: catheter. (B)(4).